Event description:
Client at home preparing for bed, turned machine on to use -not on face at the time. Machine made a noise that per client sounded like an explosion, machine put out a plume of smoke and would not run. Per client, not on his face at the time, no physical damage to his home. The morning of 02.26.08, client contacted co for replacement. Per respiratory therapist upon examining bottom of machine it was covered with a black film and it had a "burnt" smell. External CPAP case wasn't melted-it was completely intact. Hme working with the MFR to replace all recalled devices.